Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference number: (B)(4). The product was requested for investigation but has not been received to date. Should additional information become available or the product received for investigation, a supplemental will be submitted.

Event description:
According to the reporter, the device failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual noted about the patient or the procedure. A repeat procedure was performed. An endoscopy, performed prior to the procedure, revealed a normal esophagus. The device user was trained and experienced. A medela pump was used to create approximately 600 mmhg of pressure for placement. Lubrication was used to facilitate placement of the device.